Event description:
It was reported that multiple episodes of oversensing of noise were observed. Externalized conductors were noted via diagnostic imaging. The lead was capped and replaced successfully without adverse consequences.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.